Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the suction feature on the vapr coolpulse90 electrode device was not properly functioning right from the beginning that it took two hours for the suction feature to return to normal. It was further reported that one more hour passed then the coagulation feature became out of order. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided. The electrode was brand new and its first use when the issue occurred.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that from the beginning, suction feature of the electrode was not properly functioning. It took two hours that the suction feature resumed to normal. When it passed one more hour, coagulation feature became out of order. The complaint device was received and evaluated in juarez lab. Visual inspection revealed that the electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. When performing the functional test, the electrode was connected to the vapr vue test generator, the ablation function was activated for 1 minute, the electrode worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended. For the suction testing and electrical test, the electrode was sent to the manufacturer for further evaluation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received. The visual inspection revealed that the device was not returned in the original packaging, distal tip showed signs of activation with discoloration around the ceramic and deposits of saline on the active tip. The return and distal end of heat shrink shows signs of use with scratches and marks. Finally, the suction tube has fluid residing inside. Given that lot number provided is not valid, the manufacturing record evaluation (mre) review cannot be performed. If the correct lot number becomes available, the mre review will be performed. Visual inspection of the returned device did show signs of activation, but no indications that the device may be blocked. The suction holes of the returned device are very clean with no signs of debris inside typically seen in a blocked or partially blocked device. All electrical and functional testing including flow tests passed with no anomalies found. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.